Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio-ID did not function properly. The customer reported intermittent bio-ID performance, with the bio-ID working at times and failing at other times. When the bio ID did not function correctly, the system required a witness during login. The customer reported that the bio ID indicator light was present. The station was rebooted, after which the bio ID functioned temporarily; however, the issue recurred after some time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was not working. A technical support specialist (tss) dialed into station running es 1.8 and identified relevant known knowledge article "bio ID fails after pushing rss es 1.8 lumidigm update", retrieved and transferred the lumidigm update package (v1.3.0.10) through eft, uninstalled the existing lumidigm device service, and installed the updated driver using install lumishim.bat. After the installation, the bioid driver was updated in device manager, the lumidvcsvc service was verified as running, autologin was reset to carefusion application (cfnapp) in station configuration utility, and the station was rebooted. Then the users were able to login using bio ID successfully. The system functioned as intended after the technical support specialist troubleshot the device.